Event description:
It is reported during a total hip procedure on (B)(6) 2012 the battery reamer/drill did not function properly. Reportedly, the device was weak and sluggish. There was no delay to the procedure reported and the surgeon completed the procedure with a spare device. This is 1 of 1 report for this event for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR reported is the casing the battery is contained in. This is the only number the facility has given synthes and will be reported. The serial number (B)(4) belongs to the part 50142434, which is the housing of the complained article 530.605. The manufacturing documents of this housing were reviewed and no complaint related issues were found. The device was not returned and no further investigation could be performed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #2520274-2013-01893.